Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Although it is unknown whether the device contributed to reported event we are filing this MDR for notification purposes only.

Event description:
It was reported that on (B)(6) 2015, posterior spinal fusion from the 9th thoracic vertebra to the 1st lumbar vertebra using the medical devices (including the spinal screws) and vertebroplasty at th11 using ha blocks (another company's product) were performed in the patient at another hospital. After the surgery on an unknown date, pyogenic spondylodiscitis between the 8th and 9th thoracic vertebrae was observed. On (B)(6) 2016, removal of the spinal screws in the 9th thoracic vertebra and extended fixation to the 6th thoracic vertebra were performed for the treatment of pyogenic spondylodiscitis. Connector is used for rod extension in revision surgery.